Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap avaps c series device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. During the device evaluation the technician confirmed visible foam particles observed in the air path. The device was scrapped.